Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate hv therapy due to oversensing. Lead electrical measurements were stable and within normal range. No lead anomaly was noted on x-ray. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable throughout.

Event description:
New information received notes that the patient also received multiple antitachycardia pacing therapies. Lead was sensing noise.